Event description:
It was reported that the user experienced episodes of hypoglycemia while using the ilet and believed the system was delivering insulin too quickly, leading him to stop announcing meals and frequently pause insulin delivery; he also reported attempting a factory reset to change targets and seeks clinical support for device use and planning. Symptoms included low blood glucose around 60 mg/dl without loss of consciousness or other acute neurologic symptoms. Outcomes included self-treatment with oral glucose and no need for external assistance or professional medical intervention. Investigation included troubleshooting and user education regarding appropriate ilet operation, cgm targets, meal announcements, and avoidance of frequent pump pauses. Investigation of this case revealed user misunderstanding and suboptimal use patterns that could contribute to hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.